Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic following the patient feeling "bumping" on her side. It was noted that ventricular pacing appeared to capture the right atrium and conduct down. The right ventricular sensing was significantly down form implant as well . Programming changes to turn off tachy therapy were made. The patient was stable.

Manufacturer narrative:
Additional information patient history and patient weight.

Event description:
New information notes that upon interrogation it was determined the right ventricular lead was dislodged. This was confirmed by fluoroscopy. An attempt at re-positioning the lead was unsuccessful as the stylet would not advance all the way to the tip of the lead. The lead was therefore explanted and replaced successfully. The patient was stable before, during and after the procedure.